Manufacturer narrative:
Other text: h6 - evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for a pump powering off while in use is the back-up capacitor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device stops on its own, even after the batteries have been changed. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.